Event description:
The patient reported that he began to have increased pain beginning in 2008, and he felt 'woozy' in his head and stomach. The hcp reported that the patient was seen in the office eighteen days later, with a recent increase in leg and groin pain. A magnetic resonance imaging was done which showed a granuloma in his spine. During explant surgery two days later, white exudate with white cells was found in the pump pocket; the pump was explanted. The 'woozy' feeling subsided after explant. The device system was used to deliver dilaudid, baclofen, and clonidine. The hcp reported the patient outcome as 'no injury, recovered without sequela'. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.